Event description:
It was reported that patient underwent revision surgery due to infection.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, this is a complaint from the united states reporting a revision of a legion knee secondary to infection. The primary surgery was performed on 2-1-2017. Nine months later, the femur, tibia, insert and patella were removed, due to an infection. It was communicated that no specific patient information or medical records would be forthcoming. Based on the very limited information, we can only accept that the knee was revised due to an infection and not the fault of the prosthesis. As stated no patient information has been received. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved and/or device information our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.